Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump had a message stating that it could not resume delivery at this time, please contact customer support. The customer was able to resume insulin delivery. There was no impact to the customer's blood glucose level. The customer could not find this past event in the pump history to provide any further details.